Event description:
A customer reported that they were unable to obtain results when running pt samples. Troubleshooting determined that this event is consistent with a malfunction that may cause false patient results to be reported. There was no report of pt harm as a result of this event.